Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned. The 6f pigtail catheter was withdrawn from the was and during the advancement of the closure device, the patients body and the was subsequently moved. A contrast injection was performed and an effusion was visualized by fluoroscopy and confirmed by transesophageal echocardiogram (tee). The patient became hypotensive and was given albumin and fluid bolus. Furthermore, protamine was given and the was was removed. The physician performed pericardiocentesis and removed 600mls of blood fluid. The patient remained stable; however, tee confirmed re-accumulation of fluid in the pericardial space. The patient was transferred to the operating room and a decision was made to perform pericardial window surgery. The patient was hemodynamically stable and intubated. The procedure was aborted and the patient remained stable post-surgery and awaits discharge date.